Event description:
Received report claiming as the end-user was placed into a stand position, the chest support nor pelvic positioning belt where installed. The knee block was in place and when end-user reached an upright position, they fell forward hanging over the front of the chair. This event resulted in a serious injury requiring medical intervention.

Manufacturer narrative:
Witness accounts claim the end-user's caregiver forgot to install the chest bar and pelvic positioning belt while the end-user was seated in the device, but they did install the knee block assembly. Reports indicate the caregiver left the room, and in their absence the end-user reportedly initiated a stand function without the protective components in place. When reaching a stood position, the end-user lost positioning in the seating and fell forward. Reports indicate when this occurred, the end-user sustained bi-lateral fractures to their tibias. No claims or allegations were made that the device malfunctioned or deviated in any way to have contributed to this event. Reports indicate the caregiver was new and was unfamiliar with the standing wheelchair and the protocols for safe operation. The permobil representative advised the family and end-user to not attempt any standing protocals without first receiving medical clearance, and recommended when they are medically cleared they should go back to the wheelchair clinic to ensure no adjustments/modifications need to be made. The DHR was reviewed and the device was found to have met specification prior to distribution.